Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital after feeling a vibratory notifier due to the device going into back up vvi mode. A device download was successfully performed.

Event description:
New information received states that the patients condition was stable before, during, and after the event.